Event description:
Neuroshield was implanted during a tarsal tunnel release on (B)(6) 2023. The doctor reported that it had to be removed as it had started to come out of the incision approximately 3-4 weeks later. The events described above were reported to a checkpoint representative on 11 nov 2023.

Manufacturer narrative:
The surgical site area receives a lot of motion thus potentially causing the device to migrate. Ideally, the device is entirely embedded so there is a layer of fascia between it and the wound closure. It is possible that the neuroshield saw a lot of motion in the lower extremity location and if not secured properly, this could have caused it to migrate near the wound closure, though this is only speculation.